Event description:
Medtronic received information that following the implant of an edward's magna ease 23 mm surgical valve, a transcatheter bioprosthetic valve was implanted. The failure mechanism is unknown. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).